Event description:
It was reported that the patient had less than 50% therapy relief. It was determined that the pump was flipping around in the pocket; the pump segment of the catheter was twisted numerous times occluding the catheter. The catheter was revised. A portion of the pump segment of the catheter was replaced; the spinal segment and a portion of the original pump segment remained implanted. The device system was delivering fentanyl and bupivacaine. The scrub tech removed 40 ml of drug from the pump; the expected volume was 9.4 ml. The patient status was reported as ¿alive-no injury¿. It was later reported that the patient was a heavy patient and placement of the pump may have added to the cause of the pump flipping. The pump pocket was moved to the patient¿s right side of back where area stays more flat in sitting and lying positions. The pump was also sutured into the pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).